Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 346 mg/dl and the cause was not known. The customer had delivered the breakfast bolus; however, the bg remained high. Another bolus was delivered. A pump system check was performed and no device issues were identified. The customer did not remove the cannula for inspection. Upon follow up, the customer had changed out the infusion site and cartridge. The bg level decreased to the 120 mg/dl range.